Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges fever and cough, feeling unwell, shadows on lungs. There is no allegation of serious or permanent harm or injury. Patient received a CT scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles in the air path. The patient alleges fever and cough, feeling unwell, shadows on lungs. There is no allegation of serious or permanent harm or injury. Patient received a CT scan. Follow up: the manufacturer received information alleging the device had already been disposed of before the allegation was made by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.